Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. The reported patient effect of hypersensitivity, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that in (B)(6) 2015, a xience alpine stent was successfully deployed; however, since the procedure, the patient has been exhibiting allergic reactions. A rash has been appearing all over their body and the hair on their head has been shedding. It is unknown what is causing the allergic reactions. Some medication has been stopped, including a blood clot inhibitor and a medication to treat hypertension, in hopes of curtailing the reaction. The result of this treatment is unknown as the patient discontinued care at the facility that reported the incident. No additional information was provided.